Event description:
It was reported that the insulin pump may have had a blank display or showed zeros on the display. The customer did not know the blood glucose reading. He stated that he lost track of the date and time on the insulin pump. He noted that the issue occurred overnight and that he was unable to recall the event clearly. He stated that he did not need to replace the battery and only needed to reset the date and time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.